Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the preamp red/white plt (platelet) processing card. The fse also replaced the wbc (white blood cell) aperture module. Failure mode of the r-flagging is related to the pcb r/w preamp card. There is reasonable evidence to suggest that the preamp card failure may have contributed to the damaged wbc aperture.

Event description:
The customer reported r (review results) flags were generated for platelet test results for patient samples when using the coulter® hmx hematology analyzer with autoloader. The customer reported that once an r (review results) flag was generated by the instrument, the sample was rerun and verified on a backup instrument. There were no erroneous results recovered or reported out of the laboratory. There was no death, injury or affect to the user or patient associated with this event.